Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow up, high impedance and threshold were observed. Hematoma was observed below the ICD. The lead was explanted and replaced.